Event description:
The customer advised datascope's distributor that while the unit was in use on a patient, the keypad did not work. The patient was switched to another unit and therapy was continued. No patient injury was reported.